Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6), 2010. According to the complainant, the patient had a very loose cervix. During the ablation phase of the procedure, a cervical leak occurred. The rate per minute of the fluid loss is unknown. There were no reported alarm or error messages displayed on the console unit. The procedure was aborted due to this event. There were no further complications reported with this event and the condition of the patient is reported to be fine.

Manufacturer narrative:
The hta procedure set was returned and evaluated. Nothing atypical was found with the device. The root cause classification is operational/physiological context.

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. Once the device investigation is completed, if additional relevant information is received, a supplemental medwatch will be filed. The patient is 40 plus years of age.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6) 2010. According to the complainant, the patient had a very loose cervix. During the ablation phase of the procedure, a cervical leak occurred. The rate per minute of the fluid loss is unknown. There were no reported alarm or error messages displayed on the console unit. The procedure was aborted due to this event. There were no further complications reported with this event and the condition of the patient is reported to be fine.